Event description:
According to the complainant: "a 7-year-old boy was admitted to the pediatric department on january 30th and received intravenous infusion with a indwelling needle in the afternoon. There were no abnormalities on january 31st. At 8:00 am on february 1st, the nurse found redness and swelling on the back of the patient's hand while administering intravenous fluids. Upon examination, it was discovered that the capillary had broken, and an x-ray showed that the broken capillary was located in the vein of the hand. At present, the hospital and family members are developing a surgical plan for removing the broken capillary."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k021094, k220626.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Evidence at disposal: no sample was received but two (2) photos were provided as follows:- photo 1:shows a used and contaminated catheter hub of introcan wing g24. The metal bush was visible within the catheter hub. However, the capillary and the broken capillary fragment were not visible in the picture, thus unable to determine the condition of capillary break point. No damage or deformed observed at the catheter hub horn area. Photo 2: image of a duplex box with chinese label for batch number 24h18g8911 and material number 4254503-03. Device history record (DHR): reviewed the DHR of the complaint batch (B)(4) and no abnormality observed during in-process and at final control product inspection. Ipqc inspection results - passed for catheter strength test and air tightness catheter and catheter hub test. Fqc inspection results - passed for catheter strength test and air tightness catheter and catheter hub test. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision inspection system and test stations. Herewith, defective part detected out of the inspection criteria will be rejected automatically by machines. The assembly process cards was reviewed and no abnormality was observed. Conclusion: no actual sample was returned for investigation. Investigation was carried out based on the pictures received from customer. Unfortunately, the capillary and the broken piece of the capillary were not visible in the picture. It was not possible to determine whether any capillary remnants were present at the metal bush or within the catheter hub horn. The complaint batch shows no abnormality during the manufacturing process. This complaint is confirmed. Though the actual root cause could not be determined, an awareness training will be conducted to operators. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.